Event description:
It was reported that during placement the foley catheter balloon was damaged. Duration of placement unknown. Four cases occurred in the same patient. We informed the patient of the possibility of a stone and the possibility of residual foreign material in the bladder. It was also mentioned that two were recovered and two were discarded.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.